Event description:
The customer called technical support (ts) and reported the device has an error code 1124 battery failed error message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the caller that the unit may have a faulty battery or pm pcba. Advised the caller to run the unit on the battery long enough to deplete it a bit. Then plug unit in and verify that the pm pcba facilitates charging. Advised caller to troubleshooting further and replace the battery if needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The removed battery was returned to the failure investigation lab (fi). A visual inspection of the battery revealed no evidence of damage or contamination. The fi technician installed the battery into a fi ventilator to duplicate the reported issue. The complaint was not verified. The returned battery passed all testing. There was no fault found.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised caller that the unit may have a faulty battery or power management (pm) pcba. Advised caller to run unit on battery long enough to deplete it a bit then plug unit in and verify that the pm pcba facilitates charging. Advised caller to troubleshoot further and replace the battery if needed. Received good faith effort from the customer stating that the alarm power cord failure was reported and that they checked and replaced the power cord, ran battery voltage test to see if battery would hold charge, and the battery voltage dropped. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.